Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One workmate claris amplifier was received for evaluation. The returned workmate claris amplifier was powered on but no communication was established with the test standard workmate claris computer. The single-board computer (sbc) was temporarily replaced with a known good sbc board and successful communication was established with the test standard workmate claris computer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the investigation performed and information provided, the cause of the reported event was traced to a faulty sbc board.

Event description:
During an atypical atrial flutter procedure, the system lost signal and an error message appeared on the screen: amplifier disconnected. After trying the other 2 fiber optic cables and changing the fx to tx converter, the issue persisted. The procedure was cancelled due to this issue. The is pending a replacement amplifier to resolve the issue.